Event description:
It was reported to boston scientific corporation that an injection gold probe bipolar electrohemostasis catheter was in use during a procedure. According to the complainant, the doctor tried to pass the probe through the single lumen scope, but it would not pass through the channel. It became lodged in the scope. When it was removed, it was found kinked half way down the shaft. The same product was used with a dual lumen scope and the procedure was completed successfully. There were no patient complications as a result of this event. While preparing the product for disposal, the nurses noted that the needle was stuck outside the gold probe and it could not be retracted. A nurse passed it to a second nurse for disposal in the sharps bin. The second nurse felt a stab in her hand. It was observed that the needle had broken along it's shaft and was protruding sideways from the central portion of the shaft where it had previously kinked. The nurse went to occupational health for her needle stick. The nurse was offered blood testing 6 weeks after the event, but she declined as she was sure the needle did not pierce her skin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.